Event description:
The facility returned the device for service with report of depleted battery. Information was not provided regarding whether or not the device was in patient use when the event occured. The hospital rep stated there was no patient injury or medical intervention.